Manufacturer narrative:
Investigation into this complaint to date includes a quality data review and a complaint history review. Investigation is summarized as follows: customer was contacted several times to get more information of the sample ids (sids), reagent lot and reported results (including data files), however, the information was not provided. Device history record (DHR) / batch record review: due to the missing lot information for the alinity m resp-4-plex amp kit (list 09n79-090) used by the customer, a DHR review could not be performed for this investigation. CAPA / non-conformance review: a CAPA review was performed to identify any records that were potentially related to the reported complaint for alinity m resp-4-plex amp kit (list 09n79-090). The following keywords were searched using a keyword search: discrepant, discrepancy or false negative. The search was part-specific for alinity m resp-4-plex amp kit (list 09n79-090). The search did not identify any records related to the reported complaint. A part-specific complaint history review was performed to identify any similar complaints to the reported issue, which reported discrepant (false positive) results while using alinity m resp-4-plex amp kit (list 09n79-090). The review was further defined by using the following keywords to narrow down the search: discrepant, discrepancy, discrepant results or false positive. The complaint history review identified forty-four (44) additional complaint tickets related to discrepant (including false positive) results for alinity m resp-4-plex amp kit (list 09n79-090). However, the complaint tickets span across multiple lots and do not share a common denominator. No commonality to this issue was identified that would suggest a product deficiency. Based on the results of the investigation elements, a product deficiency for the alinity m resp-4-plex amp kit (list 09n79-090) was not identified.

Manufacturer narrative:
Complaint will be elevated for investigation. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinty m resp-4-plex amplification reagent kit (list 9n79-90) is similar to the alinity m resp-4-plex amplification reagent kit (list 9n79-96) sold in the united states. Ticket does not reference a us list 9n79-96 lot number.

Event description:
A customer reported false positive results on an alinity m resp-4-plex assay. The customer reported false positives mainly from the flu a, flu b, and rsv targets but also occasionally from the sars-cov-2 target. Further details were requested from the customer but were not made available. There was no report of impact to patient management. This incident is being reported to FDA because the incident occurred in sweden using the alinity m resp-4-plex assay, list number 9n79-90, which is the same/ similar to the alinity m resp-4-plex assay, list number 9n79-96, which received FDA eua approval.